Event description:
The customer received a questionable ion selective electrode (ise) potassium result for a two week old baby. The original result was 7.23 mmol/l. The sample was repeated due to a flag in the customer's lis system and the result was 5.25 mmol/l. The sample was repeated on a different analyzer and the result was 5.17 mmol/l. The results were reported outside the laboratory to the ER physician. The repeat results were believed to be correct. The customer was unsure if any treatment was done based upon the results. No adverse event was reported. The potassium electrode lot number was n15 with an expiration date of 11/2015. The field service representative could not find a cause. He verified operation and performed checks and precision which passed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.